Event description:
It was reported a patient had an incident with a chait percutaneous cecostomy catheter. The device was required for a study procedure ((B)(6)) for treatment of fecal incontinence and severe, chronic constipation. On (B)(6) 2019, a female patient had her previously placed cecostomy catheter in her appendix exchanged with a cook cecostomy catheter. The new catheter was placed with contrast and fluoroscopy imaging into the already mature channel. The patient's daily use of solution used throughout the duration of the cecostomy catheter was in place was unknown. On (B)(6) 2019 (35 days post-procedure), patient experienced chronic abdominal pain that increased with meals. She also experienced a decrease in appetite and weight loss. The patient was treated by increasing erythromycin. It was noted that the patient's pre-existing neurogenic bowel and gastroparesis contributed to this event. On (B)(6) 2019 (152 days post-procedure), patient reported no improvement of symptoms and an increase in diarrhea. The patient was recommended a possible bowel resection and/or colostomy. No additional procedures were required a this time. On (B)(6) 2020 (279days post-procedure), patient reported some improvement of symptoms. She still had some incontinence and needed for ongoing changes to other medication. Granulation tissue at stoma site was noted; therefore, anesthesia for each subsequent chait change was required. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further review, it was determined this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. As reported, the patient experienced granulation tissue after device placement. No intervention was performed related to the granulation tissue. The patient also required anesthesia for future device replacement due to pain from scar tissue. No additional procedures were required. This is not considered intervention to preclude permanent impairment or death. Therefore, this event is no longer considered a serious injury per 21 cfr part 803.3. No device malfunction was reported.